Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on left eye (os) at a 5 month post op exam. A brief description from the account indicated the patient in for a possible enhancement and the topography had irregularity. The patient's chief complaint was blurry vision on right eye. The date of discovery of ectasia was on (B)(6) 2015 and the initial lasik treatment was on (B)(6) 2015. Bcva from (B)(6) 2011:right eye pre-op 20/20 1.75 x -4.75 x 88;left eye pre-op 20/30 .00 x -3.50 x 71.bcva from (B)(6) 2015:right eye post-op 20/20 .25 x -1.00 x 153;left eye post-op 20/20 -2.50 x -.50 x 90.